Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the percutaneous transluminal coronary angioplasty procedure to treat a mildly calcified, de novo lesion in the moderately tortuous proximal right coronary artery (rca), a 014 hi-torque (ht) versaturn f 190 hc guide wire was advanced in the vessel, followed by advancement of an unspecified balloon dilatation catheter (bdc) to the lesion. After completing dilatation, an attempt was made to retract the bdc, but the bdc was difficult to retract and became stuck on the guide wire (was unable to be advanced or retracted). Both devices were withdrawn as a single unit then the procedure was continued using the same versaturn guide wire. The same versaturn was successfully used with other unspecified devices to complete the procedure. There were no adverse patient effects. While a delay occurred, it was not very significant and did not result in any health impact. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported difficult to position and difficult to remove was not confirmed due to the damages on the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.